Event description:
A malfunction was reported on the pump, identified as malfunction code 6. There was no adverse impact to the customer's blood glucose level. The customer had already performed a pump reset prior to contacting support, and the malfunction code did not recur after the reset. Technical support advised the customer to continue using the pump and to call back if the malfunction code reappeared; the customer acknowledged and understood the instructions.